Manufacturer narrative:
(B)(4). The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 803:07, which interrupted a patient infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.